Manufacturer narrative:
Flashing medtronic display due to severely corroded pcb1 board and pcb2 board. No blank display noted. Unable to verify time clock anomaly or pump error 35 due to flashing display. Unable to download using thump due to flashing display. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to flashing display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and cracked case corner of the belt clip rails near the battery compartment, the p-cap/reservoir does lock properly. Confirmed flashing medtronic display after battery installation. No blank display noted. Was unable to verify time clock anomaly or pump error 35 due to flashing display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple allegations on the device namely pump error 35 indicating broken force sensor was detected during seating or regular delivery, blank display and time/clock anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer was not able to clear the error and the screen showed medtronic logo. Also, battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery and restarting the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880 was requested and customer response was the device will be returned.